Manufacturer narrative:
The report event of high impedance was not confirmed. As received, electrical testing showed the returned terminal and stim end segments lead 3156 (a) were passed isolation resistant testing.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that both of the patient was experiencing ineffective therapy due to high impedances on both their quattrode leads. As a result, the patient underwent surgical intervention to address the issue. During the procedure, it was observed that the patient's octrode lead was fractured. In turn, all 3 leads were explanted and replaced. Effective therapy was established post-operatively.